Event description:
It was reported there was a telemetry issue. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head had no telemetry and failed all uplink functional amplitude tests; rf head cable found out of electrical specification. Analysis also found the rf head magnet is broken. (B)(4).